Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Extended investigation involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. Customer had contact with an hcp who checked glucose levels and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. The customer had contact with an hcp who checked glucose levels and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Retain batteries were inserted into the meter and no issue was observed. The meter powered on with button depression. A blank screen was not observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.